Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis three weeks ago. The customer also stated that the batteries are only lasting three days on the insulin pump. The customer stated that she has tried using many different batteries, but she is getting same results. The customer asked to have the insulin pump replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.